Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the maxzero will not draw or flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ needleless connector was blocked/occluded during the draw and flush. The following information was provided by the initial reporter: "mz attached to a stopcock and tried to draw through it to obtain labs. They stated it would not draw or flush. Sounds like a single sterile connector was potentially connected at multiple points in the stop cock."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ needleless connector was blocked/occluded during the draw and flush. The following information was provided by the initial reporter: "mz attached to a stopcock and tried to draw through it to obtain labs. They stated it would not draw or flush. Sounds like a single sterile connector was potentially connected at multiple points in the stop cock."